Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf report from (B)(6) hospital, (B)(6), us. The title of this report is ¿a post-market clinical follow-up (pmcf) of the internal fixation of fractures with the omega3 and axsos 3 ti systems¿ which is associated with the stryker omega3 compression hip screw system. Within that publication, postoperative complications/ adverse events were reported which occurred from january 2012 until february 2018. It was not possible to ascertain specific device catalog or patient details from the study, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 1 complaint was initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses symptomatic nonunion which required a conversion to total hip arthroplasty 14 months post-surgery.

Event description:
The manufacturer became aware of a pmcf report from (B)(6) hospital, new york, us. The title of this report is ¿a post-market clinical follow-up (pmcf) of the internal fixation of fractures with the omega3 and axsos 3 ti systems¿ which is associated with the stryker omega3 compression hip screw system. Within that publication, postoperative complications/ adverse events were reported which occurred from january 2012 until february 2018. It was not possible to ascertain specific device catalog or patient details from the study, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 1 complaint was initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses symptomatic nonunion which required a conversion to total hip arthroplasty 14 months post-surgery.

Manufacturer narrative:
Corrections to d1 (as reported unknown description revised to unknown omega 3 short barrel hip plate, keyless).